Event description:
It was intended to use a 2.25 x 30 mm endeavor resolute rx drug eluting stent to treat a calcified lesion in the mid to distal of the lad. The lesion had 85 % stenosis. The device was prepped prior to use with no issues noted. The lesion was pre-dilated once at 12atm for 10 seconds. 65 % stenosis remained after pre-dilation. The device could not pass the lesion due to calcification. The physician abandoned the surgery. No patient complications reported. Evaluation summary the stent was positioned between the marker bands as per specifications. The mid stent segments were raised and deformed. The distal shaft had been cut 10.5cm proximal to the balloon bond. Please note that this device (endeavor resolute rx) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (stenosis, calcification). Deformation problem. Evaluation conclusion: known inherent risk of a procedure (stent deformation). Device failure related to patient condition (stenosis, calcification). (B)(4).